Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, after implanting both t's, t1 failed to secure at the meniscus. T2 was removed from the patient using tweezers. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed that it was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t1/post t2 position. There is bio debris in the needle. A functional evaluation showed that the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code.